Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door on pump 1; this condition had the potential to interrupt delivery. This condition was found in the emergency room upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during service evaluation. The assignable cause was due to a broken door in the latch area. Should additional information become available, a follow-up medwatch will be submitted.